Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced of insulin flow blocked on (B)(6) 2025. Troubleshooting confirmed blockage in the tubing. No further information was available.